Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure was attempted of the right common femoral artery using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting resistance was encountered. The clip delivery tubeset became stuck and could not be advanced further. It was not indicated what steps were taken to remove the device. When the device was removed, the clip was observed to be deployed and caught up in the exchange sheath, although the clip deployment button had not been depressed. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experience was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.